Event description:
Reporter alleged obtaining discrepant blood glucose result of hi (greater than 600 mg/dl) on the inform system compared back to back with a result of 115 mg/dl on the lab system when testing was performed less than 10 mins apart. Reporter did not indicate that the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received no adverse event reported. A request was made for the return of the suspect device and a replacement product was sent.